Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. A review of the logs for the stapler used in this event revealed the following: logs show a sureform 60 stapler was installed on the system 4x and fired 4 reloads (3 blue, followed by 1 white). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. After the 4th firing, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler caused delayed bleeding/oozing from the entire staple line after firing on the stomach and small bowel tissue with peri-strips, staple line reinforcement. The surgeon confirmed through follow-up that they were able to address the bleeding with endoclips. The procedure was completed robotically.